Event description:
Related manufacturer report number: 2017865-2023-20930. It was reported that an x-ray revealed the right atrial (ra) lead and the right ventricular (rv) lead were dislodged. The ra and rv leads were explanted and replaced to resolve the event and the patient was in stable condition. The physician was not sure if the dislodgement was due to a malfunction of the leads.

Manufacturer narrative:
As received, a complete lead was returned in one piece. A visual examination revealed the helix was retracted and clogged with blood and tissue. An x-ray examination of the connector region and helix mechanism revealed no anomalies or distortions. After cleaning, the helix could be successfully extended and retracted when torque was applied to the connector pin. The full helix extension length was measured within required performance specifications. Analysis revealed no anomalies.